Event description:
The manufacturer received information alleging a ventilator service required condition occurred. The device was replaced at the time of the issue. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the "ventilator service required" code was not confirmed but a "battery not charging" code was found in the ventilator's downloaded error log. The device's system board was replaced to address the issue.